Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the top jaw pushed into the channel and the tab on the distal end of the channel bent inwards. The jaw spring was disengaged from the bottom jaw. The sample appears used as there is biological material present on the device. Functional inspection could not be performed due to the condition of the returned sample. However, the device was disassembled in order to inspect the internal components. Upon disassembly, it was found that the ratchet was intact. It was confirmed that the top jaw was pushed into the channel and the tab on the distal end of the channel was bent inwards. The jaw spring was found to be bent. The pivot holes in the channel for the top jaw were damaged due to the top jaw being pushed inward. The top jaw had slightly bent jaw legs. The sample was returned with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. It could not be determined exactly how or what caused the damages. It appears that the device was used to pry something or was pushed against something that caused the observed damages. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clips misfired" was confirmed based upon the sample received. One device was returned with the top jaw pushed into the channel and the tab on the distal end of the channel bent inwards. The jaw spring was disengaged from the bottom jaw. The device was returned with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Functional testing could not be performed based on the condition of the returned device. The sample was disassembled to inspect the internal components. The jaw spring was bent and the pivot holes in the channel for the top jaw were damaged due to the top jaw being pushed inward. The top jaw had slightly bent jaw legs. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Based upon the observed damage, unintentional user error caused or contributed to this event.

Event description:
The complaint states that the applier was stiff and hard to fire. The doctor complained of difficulty loading the clip.

Manufacturer narrative:
Qn# (B)(4). The device history review for the product auto endo5 ml lot #73b1800527 investigation did not show issues related to complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
The complaint states that the applier was stiff and hard to fire. The doctor complained of difficulty loading the clip.